Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, parakeratosis and nabothian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), back pain ("back pain"), heavy menstrual bleeding ("blood clots"), feeling abnormal ("brain fog"), amnesia ("memory loss"), migraine ("migraines") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhoea, back pain, heavy menstrual bleeding, feeling abnormal, amnesia, migraine and endometriosis outcome was unknown. The reporter considered amnesia, back pain, endometriosis, feeling abnormal, heavy menstrual bleeding, migraine, pelvic pain and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometriosis, heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), back pain ("back pain"), menorrhagia ("blood clots"), feeling abnormal ("brain fog"), amnesia ("memory loss"), migraine ("migraines") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery to remove implant device). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhoea, back pain, menorrhagia, feeling abnormal, amnesia, migraine and endometriosis outcome was unknown. The reporter considered amnesia, back pain, endometriosis, feeling abnormal, menorrhagia, migraine, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), back pain ("back pain"), menorrhagia ("blood clots"), feeling abnormal ("brain fog"), amnesia ("memory loss"), migraine ("migraines") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery to remove implant device). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhoea, back pain, menorrhagia, feeling abnormal, amnesia, migraine and endometriosis outcome was unknown. The reporter considered amnesia, back pain, endometriosis, feeling abnormal, menorrhagia, migraine, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.